Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. However product images were submitted which appeared to display drill bit fractured.

Event description:
It was reported that patient with trauma underwent lateral mass screw fixation at c1-c2. Intra-op, the drill bit broke during drilling procedure. Broken part was retrieved. No patient complications were reported.

Manufacturer narrative:
Additional information: product analysis updated). Product analysis: dimensional inspection confirmed conformance to relevant print specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis : microscopic examination of the fracture surface identified convex striations from multiple corners and advancing through the cross sectional area of the instrument until instrument usage exceeded the mechanical strength of the remaining material. The preceding observations are consistent with cyclic fatigue as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.